Event description:
It was reported that during an unspecified magnetic resonance imaging (MRI) procedure, this patient experienced a burn around the device site. The severity of the burn has not yet been clarified. At this time, the device remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that during an unspecified magnetic resonance imaging (MRI) procedure, this patient experienced a burn around the device site. The severity of the burn has not yet been clarified. At this time, the device remains implanted and in-service. No additional adverse patient effects were reported. Despite attempts, no further event information was provided from the field.

Event description:
It was reported that two days following an unspecified magnetic resonance imaging (MRI) procedure, this patient experienced erythema and warmth around the device site. The burn resolved 14 days later without intervention required. At this time, the device remains implanted and in-service. No additional adverse patient effects were reported.